Event description:
It was reported that the lead was replaced due to high impedance and no capture. It was further reported that there was a lead fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Other: it was reported that the lead was replaced due to high impedance and no capture. It was further reported that there was a lead fracture. No patient complications have been reported as a result of this event. No conclusion can be drawn. Capture, failure to, impedance, high, lead(s), fracture of.